Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter gave an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation . The patient reported that on (B)(6) 2014 she obtained an error 5. The patient manages her diabetes with pills, diet and/or exercise.. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product. The patient claims the she developed symptoms of ¿high blood sugar¿ 1 week after the product issue on (B)(6) 2014. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the correct testing procedure was used and testing method and storage were correct. The patient was unable to walk through a retest due to insufficient testing supplies. Replacement products were sent to the patient. Based on the information provided, there is no indication the subject meter caused and/or contributed to a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.